Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch #5313891. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for the above referenced batch related to this complaint cause. Conclusion: there was no sample and/or photo available for evaluation at the manufacturing site. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid came out of a 6mm bd¿ insulin syringe before use. No injury or medical intervention.